Event description:
Procedure: laparoscopic supracervical hysterectomy. According to the reporter: there were cuts/holes/tears. During the procedure of laparoscopic supracervical hysterectomy with bilateral salpingectomy 15 ml endocatch bag was used for isolation of the uterus. The uterus was placed into a large endocatch bag and brought to the umbilical incision. Hand morcellation technique was used with a scalpel and counter traction with a kocher clamp and tenaculum while the uterus was completely contained within the bag. The uterus was removed in this manner in morcellated pieces. At the end of the morcellation process , endocatch bag had several perforations, and one area closer to the distal end of the bad a perforation about 3-4 mm (which possibly was missing piece of plastic). All this facts and concerns were brought to dr attention before closure . Dr examined the bag. He said that he is not concerned. That bag looks intact and the area of the bag that has perforation with a possible missing piece was outside of the pt body during morcellation . At the end of the case abdominal cavity was irrigated and examined for any retained pieces and it was clear per dr. Bag was saved for further examination. There was no injury to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: user error due to sharp contact.